Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced thick and discolored fluid discharge draining from their pocket site. Reportedly, the patient was advised to present to the ER immediately wherein they were admitted, administered intravenous antibiotics, and a wound culture was obtained. As a result, the patient was diagnosed with a (B)(6) infection. Subsequently, surgical intervention was undertaken (B)(6) 2018 wherein the system was explanted due to increased pocket site pain regardless of inpatient treatment.